Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the vf/vt/af/at issues has been completed since the original report was submitted. The device was not returned for investigation the root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 84-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had runs of ventricular tachycardia (vt) requiring cardiopulmonary resuscitation (CPR). The impella was repositioned, and the arrhythmias resolved.